Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had an over delivering alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was returned for a possible over delivery anomaly found on (B)(6) 2021. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Successfully downloaded history files and traces using thus and carelink upload was also successful. The customer bolus wizard were recorded and found in the formatted history file on the event date: (B)(6) 2021 07:32:04.000 normalbolusdelivered, normalbolusamountprogrammed = 8.7, bolusamountdelivered = 8.7, (B)(6) 2021 10:16:14.000 normalbolusdelivered, normalbolusamountprogrammed = 3.25, bolusamountdelivered = 3.25, (B)(6) 2021 12:05:06.000 normalbolusdelivered, normalbolusamountprogrammed = 3.6, bolusamountdelivered = 3.6, (B)(6) 2021 18:19:14.000 normalbolusdelivered, normalbolusamountprogrammed = 2.35, bolusamountdelivered = 2.35, (B)(6) 2021 19:06:00.000 normalbolusdelivered, normalbolusamountprogrammed = 2.25, bolusamountdelivered = 2.25, (B)(6) 2021 21:12:02.000 normalbolusdelivered, normalbolusamountprogrammed = 0.75, bolusamountdelivered = 0.75. The insulin pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, force sensor, motor or vibrator assembly noted. Force sensor zero offset within specification (22.5 milivolts). The motor was tested outside of the device on the next generation insulin pump stb3 and passed. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a pillowing keypad overlay, a scratched case and a serial number label fading. A cracked retainer was confirmed. Possible over delivery anomaly not confirmed. The insulin pump passed all the functional test. The insulin pump functions properly. No under/over delivery anomaly or bolus anomaly noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.